Event description:
The rptr noted "the k-wire sent in the large qwix set were not 200mm as described on the box. They were approx 230mm which are throwing off measurements by 30mm."

Manufacturer narrative:
The device involved in the reported incident has been rec'd for eval. An investigation has been initiated based on the reported info.